Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to patient suffering an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to patient suffering an infection. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.